Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t10- iliac. It was reported that the thread of the set screw broke off during placement. A metal fragment came off. No additional patient info was reported.